Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7/+3/093 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023 as a replacement lens. It was indicated that the patient has mild dry eyes with irritation. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Health effect clinical code: 4581 - irritation. Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).